Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the broken jaw fall into the patient? Was the broken jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken jaw being returned with the device? Or, was the broken jaw discarded?

Event description:
It was reported that during an abdominal hysterectomy procedure, the jaw is broken in two when seal the artery uterine. But it was at the beginning of the activation of the device, the patient did not have any inconvenience. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m93g5e. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.